Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 568 mg/dl, elevated blood glucose was addressed with a correction bolus via the pump. Reportedly the customer was reusing the cartridge, tandem technical support informed customer that reusing the cartridge is off label per the tandem user guide.